Event description:
The account generated (B)(6) architect hiv ag/ab combo of (B)(6) on a patient sample ID (B)(6) that tested roche (B)(6), western blot (B)(6) and pcr (B)(6). No impact to patient management was reported.

Manufacturer narrative:
(B)(6). The complete ID is (B)(6). This report is being filed on an international product , list 4j27, that has a similar product distributed in the u.s., list 2p36. (B)(4). A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
Customer returns were requested but were not received so far. A retained kit of the affected reagent lot was tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is (B)(6) impacted. The reagent kit showed normal performance without (B)(6) non-reactive results. In addition, the clinical sensitivity of the complaint lot was evaluated by testing two commercially available seroconversion panels. The reagent lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the reagent lot is not adversely affected. As part of this evaluation a review was performed of the complaint records for the affected lot number. This review did not identify any problems relating to the customer observation. Additionally, a review was performed for non-conformances and deviations associated with the affected reagent lot. This review resulted in no occurrences that could be linked to the customer observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on this investigation, it is concluded that the architect (B)(6) lot 32813li00 is performing acceptably.